Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe that there was blood leakage from device/ failure of product. The following information was provided by the initial reporter: when collecting arterial blood for a child, arterial blood leaked when the blood was collected to 0.3ml. The inspection found that a 5cm-long crack in the needle of the arterial blood collection device used by the child caused arterial blood to leak out. This incident led to the child lost a small amount of arterial blood and secondary blood sampling.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked barrel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe that there was blood leakage from device/ failure of product. The following information was provided by the initial reporter: when collecting arterial blood for a child, arterial blood leaked when the blood was collected to 0.3ml. The inspection found that a 5cm-long crack in the needle of the arterial blood collection device used by the child caused arterial blood to leak out. This incident led to the child lost a small amount of arterial blood and secondary blood sampling.